Manufacturer narrative:
Device passed displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Insulin pump received with label damage. Insulin pump was connected to a test sensor and calibrated successfully. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level was 44 mg/dl. Troubleshooting was not performed. The product will be returned for the analysis.